Manufacturer narrative:
A ge service representative performed an on site investigation. The crash and splash switch was repaired during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the 2600 system table tilted and would not tilt back. No pt injury was reported.